Event description:
It was reported to gore, that a suture fray was observed during the procedure. The frayed part of the gore-tex® suture was cut and the procedure was completed using the remaining part of the suture where no abnormalities were observed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Engineering evaluation: a causal relationship cannot be determined from the sem images, as the suture portion where the fray initiated is unavailable. All sutures undergo a 100% visual inspection and a tactile inspection for fray. The returned device passed all pre-release inspections. The fiber appeared to have been pinched near the cut end of the fiber. It is unclear whether this was done before or after the fiber frayed. Fiber can begin to split, fray, and fail when force is applied in excess of the cohesive strength of the fiber. Handling of the thread with instruments and applying excessive force to the fiber can contribute to the splitting of the fiber. Gore-tex® suture instructions for use include precautions to ¿avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges.¿